Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder had a hole at the corner of a fold in its proximal end, along with two holes in the outer tube caused by cylinder-on-cylinder wear in the same area. A leak was confirmed at the fold in the proximal end. The second cylinder exhibited wear at the folds in the proximal, middle, and distal ends; however, it passed the leakage test. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted during visual inspection, and no leaks were identified. However, the pump did not pass the activation tests during functional evaluation. The reservoir was microscopically inspected and tested for leaks. A hole and a leak from fatigue were noted. Based on the information available and analysis results, the leak identified in the first cylinder and in the reservoir could have caused or contributed to the reported clinical observation of fluid loss. The exact implant date was not available, therefore, the date on (B)(6) 2020 was used as an estimate, since it was reported that the device was implanted in 2020. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a total loss of fluid; therefore, the device was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The exact implant date was not available, therefore the date (B)(6) 2020 was used as an estimate, since it was reported that the device was implanted in 2020. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a total loss of fluid; therefore, the device was removed and replaced. No patient complications were reported.